Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc device. The customer became hypoglycemic with symptoms of blurred vision, dizziness, seizure, and loss of consciousness. The customer's wife administered glucagon injection for treatment and paramedics were called. Upon arrival, the customer was treated with glucose serum and taken to the hospital where they received additional glucose serum. There was no report of death or permanent injury associated with this event. A sensor result of 410 mg/dl was compared to an hcp meter reading of 95 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A customer reported receiving high readings from the adc device. The customer became hypoglycemic with symptoms of blurred vision, dizziness, seizure, and loss of consciousness. The customer's wife administered glucagon injection for treatment and paramedics were called. Upon arrival, the customer was treated with glucose serum and taken to the hospital where they received additional glucose serum. There was no report of death or permanent injury associated with this event. A sensor result of 410 mg/dl was compared to an hcp meter reading of 95 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.